Event description:
It was reported that the user¿s dexcom g7 cgm lost signal to the ilet during sleep after lunch, resulting in delayed insulin delivery and a blood glucose reading of 328 mg/dl when contact was made; troubleshooting with the agent included supply checks, disconnecting to confirm drops, and reconnection, consistent with an intermittent communication failure involving the antenna component of the electrical and magnetic system. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet, characterized by intermittent communication failure and associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.